Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was in the 400's (mg/dl). As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. Recommendation was made by tandem's technical support for the customer to rotate the site.